Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is being filed to report a lock line jam that resulted in a cascade of events. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and difficult anatomical conditions such as: an aorta hugger and insufficient height. The xtw was too parallel to the aorta and perpendicular to the valve plane. Ideal height above the valve could not be obtained, despite troubleshooting such as, 3/4 rotation of the m-knob, 1/2 rotation of the plus-knob, and 1 rotation of a-knob. Therefore correct positioning in the left atrium was not possible. Despite this positioning, it was decided to attempt to grasp the leaflets which was successful, with sufficient leaflet insertion. The first establishing final arm angle (efaa) was successful, and deployment steps were started. The lock line could be removed for 15 cm, but then was met with resistance. The lock line was slightly pulled, but it could not be removed further. There were no knots observed. Despite the lock line being unable to remove, the procedure was progressed to second efaa , and all other deployment steps were performed per instructions for use (IFU). The clip was deployed, but separation of the clip from the dc could not be observed. The stabilizer was slowly repositioned to eliminate angulation between the dc shaft and the clip. Suddenly, the clip jumped to the inverted position and was freed from the leaflets, only connected to the stuck lock line. The xtw clip was pulled near the guide tip. Partially in the guide tip, the device was retracted with the sgc into the right atrium, and finally into the vein. To avoid further damage of the vein the clip was salvaged from the groin by the vascular surgeon. No additional clips were attempted, and the mr remained unchanged. There were no adverse patient sequalae. No additional information was provided.

Event description:
This is being filed to report a lock line jam that resulted in a cascade of events. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and difficult anatomical conditions such as: an aorta hugger and insufficient height. The xtw was too parallel to the aorta and perpendicular to the valve plane. Ideal height above the valve could not be obtained, despite troubleshooting such as, 3/4 rotation of the m-knob, 1/2 rotation of the plus-knob, and 1 rotation of a-knob. Therefore correct positioning in the left atrium was not possible. Despite this positioning, it was decided to attempt to grasp the leaflets which was successful, with sufficient leaflet insertion. The first establishing final arm angle (efaa) was successful, and deployment steps were started. The lock line could be removed for 15 cm, but then was met with resistance. The lock line was slightly pulled, but it could not be removed further. There were no knots observed. Despite the lock line being unable to remove, the procedure was progressed to second efaa , and all other deployment steps were performed per instructions for use (IFU). The clip was deployed, but separation of the clip from the dc could not be observed. The stabilizer was slowly repositioned to eliminate angulation between the dc shaft and the clip. Suddenly, the clip jumped to the inverted position and was freed from the leaflets, only connected to the stuck lock line. The xtw clip was pulled near the guide tip. Partially in the guide tip, the device was retracted with the sgc into the right atrium, and finally into the vein. To avoid further damage of the vein the clip was salvaged from the groin by the vascular surgeon. No additional clips were attempted, and the mr remained unchanged. There were no adverse patient sequalae. No additional information was provided. Subsequent to the previously filed report, the additional information was received on 8/17/2022. The xtw mitraclip was inverted and partially retracted into the sgc to the groin, and the clip components were intact in one piece. The sgc was removed. The clip components were still attached at this point confirmed by fluoroscopy. The disassembly took place in the course of handling by the vascular surgeon. The single components were removed piece by piece with forceps. It was confirmed that all components were completely removed and patient was transferred to CT.

Manufacturer narrative:
The reported difficult or delayed positioning-anatomy could not be replicated in a testing environment due to patient/procedural/operational circumstances. The reported difficult to open or close-clip jumping, difficult or delayed activation-clip deployment, and unintended movement-clip open - locked during procedure could not be replicated in a testing environment due to the returned condition of the device (clip was deployed and the clip components were disassembled). The reported mechanical jam - lock line could not be replicated in a testing environment due to the returned condition of the device (lock line was removed from the cds). The material separation, however, was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the results of the analysis and the information provided, the reported difficult or delayed positioning associated with positioning the device in the anatomy appears to be related to difficult anatomical conditions (an aorta hugger and insufficient height). A cause for the inability to remove the lock line, difficult or delayed activation, clip jumping open and unintended movement of clip opening while locked cannot be determined. The material separation appears to be related to user/procedural conditions as the clip components were reported to be disassembled at the account. The surgical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).